Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the device fired multiple clips. The surgeon stated the product "misfired" and did not deliver the clips correctly. The clips did fire into the pt and were retrieved without difficulty. Another product was opened to complete the case.